Event description:
Event description guidant received information that this right ventricular lead displayed high impedance measurements due to a conductor fracture. The lead was surgically abandoned and successfully replaced during the same procedure to explant and replace the pacemaker due to elective replacement time.